Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease pathology likely led to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 21 aortic pericardial valve implanted in the aortic position underwent valve-in-valve replacement after an implant duration of approximately 13 years due to regurgitation. A 23mm transcatheter valve was implanted within the surgical edwards valve. No regurgitation after implant of transcatheter valve. No additional information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.